Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. The event log file analysis showed data spanning approximately 16 days (20may2024 to 05jun2024) showed several low power hazards and no external power alarms on 05jun2024 beginning at 09:09. The alarms were resolved when the patient connected to battery power. The backup battery supported the system without issue until power was restored. Attempts to obtain information about the event from the patient were made, but to date no response has been obtained. The root cause for the event was unable to be determined through this investigation. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a no external power event. Log files were submitted for review and captured a no external power event recorded on 05jun2024 at 9:09, while connected to mobile power unit (mpu) power. This seemed to have been caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Section d4: device serial number and lot number were requested but not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.